Event description:
Treatment of an avm. It was reported after 20 minutes of onyx injection with onyx reflux, the catheter fractured approximately 24cm from the distal tip during removal and the broken segment remained in the patient. Same event as MDR# 2029214-2012-00079.

Manufacturer narrative:
Approximately 148cm of the broken proximal portion of the catheter was returned for evaluation with 22 cm of the distal tip missing, which was reported remaining in the patient. Examination of the broken end showed the catheter was pulled beyond its material strength and separated. Catheter separated. (B)(4).